Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a "check sensor flow with tubing and flow, intermittent flow reading error" occurred on the perfusion system. The device was not changed out, as they used the delphin centrifugal system to complete the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.